Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: cut on cable, failed leak test and smashed connector tip. Based on the results of the investigation, it is likely, no image was, due to a faulty ccd (charge-coupled device). However, a definitive root cause could not be identified. A definitive root cause could not be identified for the cut on the cable, the failed leak test or the smashed connector tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image does not appear. The issue occurred, during preparation/prior to sedation. For an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image does not appear. The issue occurred during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.